Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient reported black particles. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported , this was incorrectly marked. Patient identifier was updated with the name, consumer and foreign was marked. Device available for evaluation and device evaluated by manufacturer device return was selected as no. Code 10 was selected incorrectly. Address was not required in initial reporter. Product code and common name were changed, k number was changed. The report should have been sent for product problem.